Event description:
It was reported by service report that the fowler was stuck in the down position and the left siderail would not latch up. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.